Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the assembly of the device during use. One 4 fr groshong nxt catheter was returned for investigation. The two-piece connector was assembled. Dried blood residue was present within the distal end of the catheter length. A microscopic observation of the proximal catheter revealed no apparent catheter damage. The catheter was flushed with water using a 12 ml syringe and a leak was observed at the distal end of the strain relief sleeve. The strain relief sleeve was cut in order to inspect the catheter and no splits were present. The sample was flushed again and the leak was observed between the connector and the catheter. The connector was disassembled. The proximal end of the catheter within the connector was observed to be damaged and bunched. The issue likely occurred during assembly of the device. The product instructions for use (IFU) states, "gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an alarm to notify catheter occlusion sounded during continuous administration of medicine. When blood was attempted to be aspirated through the PICC to confirm the catheter patency; however, blood could not be aspirated. Therefore, the PICC was flushed with heparin saline solution, and leakage from near the connection between the catheter connector and the catheter was found. The PICC was removed on the same day, and on (B)(6) 2019, another new PICC was placed to the patient. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an alarm to notify catheter occlusion sounded during continuous administration of medicine. When blood was attempted to be aspirated through the PICC to confirm the catheter patency; however, blood could not be aspirated. Therefore, the PICC was flushed with heparin saline solution, and leakage from near the connection between the catheter connector and the catheter was found. The PICC was removed on the same day, and on (B)(6) 2019, another new PICC was placed to the patient. There was no reported patient injury.